Event description:
The report stated during a radio frequency ablation procedure, the output was turned up 10w per minute, starting at 40w. Then, after 5 minutes, the temperature suddenly increased to hh and the generator stopped. No problems were found in the circulation system, so the ablation was retried. However, soon the temperature again reached hh and stopped. The procedure was aborted. On the next day, a representative check the generator and found no problems with it. The CT image showed that the ablation zone covered the size of tumor, but there was not much margin. Additional, ablation will be performed, if doctor finds it necessary at long-term f/u.

Manufacturer narrative:
Date of initial report: 11/12/2008. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a f/u report will be submitted.